Event description:
The customer called to request assistance with setting the basal rates. The customer stated that the paramedics were called out and treated them twice for low blood glucose. Also the customer stated that they were hospitalized several months ago and their doctor is still working with the basal rates to stabalize their glucose level. Few days later the customer called back and requested assistance in setting the maximum basal rate. The customer indicated that they are trying to treat their high blood glucose. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited.